Event description:
It was reported that during an unknown procedure, the device could not fire plastic to plastic. The surgeon tried to remove the device but found the tissue had not been cut. He closed the jaw again and tried to fire the device again. The device could fire plastic to plastic and the crunch was heard. Half staples were unformed and the surgeon used hand sewing to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the pph03 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the staples that was unformed, what was there appearance (irregular in shape, legs straight)? The staple legs were straight. Were there staples missing from the staple line? No. Was the cut line fully circumferential around the target tissue? Yes. Were there any issues with removal? Yes, the donut was complete. Due to the event stated that ¿the tissue had not been cut¿ to clarify your response of ¿was the cut line fully circumferential around the target tissue? Yes. If so why was it stated the tissue had not been cut? Were there any issues with removal? Yes, the donut was complete. If the doughnut was complete was it still an issue to remove the device? The device could not fire p to p when the surgeon tried to fire the device at the beginning. So at this time, the tissue could not been cut the tissue device could not be removed. Then the surgeon fired the device again. At this time he heard the crunch, and the device was fully fired. The tissue was cut and the device could be removed.